Event description:
The customer reported that she was receiving no delivery alarms on her insulin pump. Troubleshooting was performed. While executing a 5.0 unit fixed prime, the customer stated insulin exited and the pump alarmed no delivery. He customer was advised to remove the reservoir from the insulin pump, and to disconnect and reconnect both the reservoir and the infusion set at the tubing connector and push insulin through the tubing. The customer reported that insulin did not exit with the plunger push, indicating a possible occlusion. It was explained to the customer that the alarm was caused by the infusion set and reservoir connection. It was advised for the customer to replace both. Her blood glucose was 231 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).